Event description:
An ultraflex non-covered esophageal stent was used during a stent placement procedure in a male patient (weight unk) in 2007. According to the complainant, "the catheter of the stent kinked and the stent was not able to cross the stricture." The physician successfully completed the procedure with a second ultraflex non-covered esophageal stent. No patient complications were reported as a result of this event.

Manufacturer narrative:
Note: the event, as originally reported, did not indicate a reportable malfunction; however, evaluation of the returned device is consistent with an MDR-reportable malfunction. This MFR report is being submitted based on these evaluation results. A visual examination of the returned device revealed that the distal stent loops were partially deployed. No damage to the delivery system was found; therefore, the complaint cannot be confirmed. The cause of the partial stent deployment is unk. A review of the device history record for the pertinent lot was reviewed; no unfavorable trend was noted. A search of the complaint database revealed that no additional complaints have been reported for the lot. The january 2008, 15-month ultraflex esophageal stent product family complaint trend report for this failure mode was reviewed; no unfavorable trend was noted.